Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-05236. It was reported that stent dislodgment and burr entrapment occurred. The target lesion was located in a severely tortuous and severely calcified left anterior descending artery. During procedure, a 3.00 x 24 mm synergy ii everolimus-eluting platinum chromium coronary stent system was used on the target lesion; however, the stent became dislodged. A 1.50 mm rotalink¿ plus was then attempted to cross the lesion after a successful rotablation with a 1.25 burr; however, the 1.50 mm burr became stuck next to the dislodged stent. Snaring was done to retrieve the stent but was unsuccessful. The patient had a chronic, totally occluded lesion in both of the right coronary artery and the circumflex artery, thus the patient was sent for bypass surgery and was completed successfully. All devices were removed from the patient's body. No further patient complications reported and the patient's condition was fine.

Manufacturer narrative:
Describe event or problem and physician's first name updated. (B)(4).

Event description:
It was further reported that the burr was stuck in the lesion and the physician cold not remove it.